Manufacturer narrative:
Correction: d10.

Event description:
A user facility inventory manager reported a dialyzer blood leak. Upon follow-up, the facility administrator (fa) stated an internal dialyzer blood leak occurred three minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was visually observed on the dialyzer but the exact location was not specified. Blood test strips were not used to test for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss (ebl) was 300ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was pulled from service and bleached, and has been returned to service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility inventory manager reported a dialyzer blood leak. Upon follow-up, the facility administrator (fa) stated an internal dialyzer blood leak occurred three minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was visually observed on the dialyzer but the exact location was not specified. Blood test strips were not used to test for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss (ebl) was 300ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was pulled from service and bleached, and has been returned to service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination was observed in the polyurethane (pu) to be extending from approximately 100° to 280°, with the dialysate ports at 0°, on the cavity ID end. The pu was also found to be uneven. Further visual examination did not identify any other damage or irregularities on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility inventory manager reported a dialyzer blood leak. Upon follow-up, the facility administrator (fa) stated an internal dialyzer blood leak occurred three minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The blood leak was visually observed on the dialyzer but the exact location was not specified. Blood test strips were not used to test for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss (ebl) was 300ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine was pulled from service and bleached, and has been returned to service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.